Event description:
The patient reported that the "box" was raised in her back, and it hurts. Hcp will reposition the ins but health care provider did not know time frame. Patient stated her memory was bad. The patients indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Event description:
Additional information was received from a consumer (con). It was reported that they weren't sure what caused it to raise in the back. They said it raised in the back and 1 lead. They couldn't feel it working on the right side and it hurt to bend. No step were taken to resolve this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.